Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the customer had several reservoir leaking into the insulin pump. The reservoirs and insulin pump has been replaced. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.